Manufacturer narrative:
The manufacturing location is unavailable. The device manufacture date is unavailable. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bushing became loose from the housing allowing the coupling gear to disengage from the driving shaft. Therefore, the reported condition was confirmed. It was determined that the coupling locking pin did not secure the coupling properly and the internal components were worn. The assignable root cause was determined to be due to component wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the radiolucent drive device was not spinning. It was reported that this event occurred prior to the patient entering the room there was no delay due to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.